Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas gilardii, bacillus boroniphilus, and bacillus megaterium. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for one (1) cfu and the channel had tested positive for four (4) cfus. No patient harm reported.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The ess observed that the technician did not complete step number seven (7) which was "while immersing the endoscope completely in the water and moving the elevator control lever, observe the distal end of the endoscope for additional 30 seconds to confirm that air bubbles do not emerge continuously or intermittently from any location around the forceps elevator. In addition, the technician did not fill the syringe from the sink and did not move the instrument channel outlet three times. The facility used a third-party suction and party flusher for air. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-jun-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on june 29th, 2021. (B)(4) of the (B)(4) required scope sampling points were successfully sampled. The single omission was caused by half of the nozzle becoming stuck, preventing its removal. The other half, which was removed, was sampled. The organism of interest, roseomonas gilardii was not recovered from the scope during destructive sampling. No damage to the scope was observed on any of the (B)(4) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other (B)(4) of (B)(4) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. There was a crack in the plastic distal end cover insulation. The l-arm/forceps elevator was missing and there was a cut on the k-wire for the k-lever and forceps elevator. The l-arm/forceps elevator cover was missing on the plastic distal end cover. The nozzle was missing. Half of the bending sheath cover was missing. The glue was missing at the plastic distal end cover side. The scope leak check, guide wire tension test and catheter test were unable to be performed due to a missing l-arm/forceps elevator. The legal manufacturer performed an investigation. Roseomonas gilardii is an environmental organism. One sampling deviation was observed. The facilitator did not wear sterile sleeves (not enough provided in kit). Several reprocessing deviations were observed. No damage was observed during destructive inspection. Roseomonas gilardii was not recovered from the scope during destructive sampling. There were reprocessing procedure review deviations. Site reprocessing staff did not complete step seven (7): ¿while immersing the endoscope completely in the water and moving the elevator control lever, observe the distal end of the endoscope for additional thirty (30) seconds to confirm that air bubbles do not emerge continuously or intermittently from any location around the forceps elevator¿. For step eighty-five (85), reprocessing staff did not move the instrument channel outlet three (3) times: ¿cover the suction cylinder, and aspirate detergent solution for 30 seconds. While continuing the immersion and the aspiration, close and open the instrument channel outlet three times. Detach suction pumps suction tube from the endoscope. Detach suction cleaning adapter from the endoscope.¿ reprocessing staff used a third-party suction and flusher as an alternative for part of the audit, but this was not considered a deviation. The audit took place on july 12, 2021. The instructions for use (IFU) recommends that the time from scope removal from patient and start of manual cleaning be no greater than one (1) hour. The time between end of procedure and start of manual cleaning was one (1) hour and twenty-nine (29) minutes. Thus, it was possible that the scope sat a little longer than was recommended by the manufacturer. Olympus staff also noted that ¿the connectors in the automated endoscope reprocessor (aer) were very loose and came off easily¿. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was probably, insufficient reprocessing, inadequate reprocessing, a contamination during sampling (sampling media, sampler, laboratory). Corrected data: b5 and g2.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas gilardii. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel had tested positive for (B)(4) cfus of roseomonas gilardii. In addition, the channel tested positive for (B)(4) of bacillus boroniphilus and (B)(4) colony of bacillus megaterium (low concern organisms). The distal end test positive for (B)(4) colony of bacillus altitudinis (low-concern organism). No patient harm reported.